Event description:
The user facility reports sending the instrument in for repair and not being happy with the repair. The instrument tip broke while in use with a patient. No patient injury was reported.